Event description:
It was reported that a shop alarm went off. No remedial action was taken. No injury was reported. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (4).

Manufacturer narrative:
(B) (4).